Manufacturer narrative:
Per regulation (B)(4) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided telephone number: (B)(6). (B)(4). Device evaluation: a review of the records related to the device that included labeling, manuals and trending was performed. The system and its components met all specifications prior to being released. As a result of the investigation product malfunction was not identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during phacoemulsification procedure a capsule rupture occurred. The incision was enlarged and a vitrectomy required causing a 30 minute delay in the procedure. It was confirmed that he patient fully recovered. Vision pre-operative: 8/10. Vision post-operative: 10/10. No further details were provided.